Manufacturer narrative:
This report is being submitted as follow up no. 1. It was initially reported no and the device is currently under investigation.

Manufacturer narrative:
Patient weight: (B)(6). The actual device has been returned to the manufacturing facility for evaluation. One used 6fr glidesheath guidewire was received for product analysis at terumo medical corporation. The returned device was subjected to decontamination. After decontamination, the guidewire was subjected to visual analysis. The guidewire was returned in two pieces. The distal piece was approximately 5/8" in length. The remaining 17" of the proximal portion of the guidewire had two kinks in the distal end of the proximal piece. The first kink was 0.5" and the second kink was at 1" from the distal tip of the proximal piece. The coating around the guidewire could be seen. The ends of the guidewire were then examined under microscopy. The ends appeared bluntly cut. There was some tearing in the coating of the guidewire near the fracture point. The complaint could be confirmed for guidewire breakage, as the guidewire was returned in two pieces. The blunt ends of the guidewire did not show evidence of tensional forces. The guide wire appeared cut with a sharp edge. It is unclear what use conditions would led to this. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Product specific trending for the past three years shows there has been no similar reports. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Terumo medical received a facility medwatch report on september 22, 2017 that reported the following information: "the design of the sheath /guidewire allows for the complete insertion of the wire through the one way valve." On (B)(6) 2016: diagnostic cardiac cath. On (B)(6) 2017: patient reported unbearable pain in right arm. Right humerus imaging: "apparent retained guide projects over the proximal right arm and right lung apex." On (B)(6) 2017: femoral & peripheral angiography; foreign body removed. Terumo medical received the FDA medwatch mw5072525 on october 16, 2017.

Manufacturer narrative:
This report is being submitted to provide additional information.

Event description:
Additional information was received on december 8, 2017. On (B)(6) 2017 foreign body removal - initial fluoroscopy demonstrated wire in r brachia! Extending into the ascending aorta. After a 6 fr sheath was placed into l cfa, IV heparin was administered and a 6 fr jr4 guide was advanced into the ascending aorta. A 12-20mm 3 loop snare (ensnare) was used with the guide to remove the retained guidewire under fluoroscopic guidance. Removed in 2 pieces with initial small portion and then remainder of the wire in its entirety without any resistance. Measured length demonstrated complete removal of wire and fluoroscopy demonstrated no retained wire. The patient tolerated the procedure well. Per physician, the only equipment or device used were those supplied in the kit. Per (B)(6) 2017 pcp visit: cervical radiculopathy snomed CT 54404000) m (B)(6) 2015. Neck pain/low back pain - patient with known djd of spine, sip surgery on cervical and lumbar spine, also with neuropathy of feet. He preferred to avoid narcotics due to making him feel spacy, taking tramadol very sparingly. He also prefers to avoid any procedures(injections, etc), and would likely not be a candidate for steroid injections due to hyperglycemia. Discussed options are limited, he requests consult for electric w/c to improve his mobility. Will also place consult for homemaker chores, as he having great difficulty with these as well. Per (B)(6) 2017 discharge summary: with a pmhx of pvd, cad s/p pci, dvt/pe on warfarin, copd who presented to hstva with a two-day history of loo of sensation/pulse in his right upper extremity. X-rays revealed patient to have retained guidewire in arterial system believed to be left over from cardiac cath on (B)(6) 2017. Patient had no imaging since cardiac cath. There was concern that guide wire may have been nidus for clots, causing intermittent claudication of right arm. Inr on admission was noted to be 4.0. Prior to cardiology intervention, patient was given 1.5 units of ffp and 2.5mg oral vitamin k with resulting inr 2.3 and then 1.9. Cardiology took patient to cath lab on (B)(6) and successfully removed wire. Cardiology noted that no clot was seen on the cath wire. Patient tolerated well and improved pain. On discharge, patient was started on lovenox bridge with previous warfarin dosing. Will have follow up inr check on monday 6/26/17 in jefferson city. Notified pacc clinic. Per physician, the only equipment or device used were those supplied in the kit.